Manufacturer narrative:
This report is submitted on july 20, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 12 august 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020.